Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 360 mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of over 360mg/dl. Customer¿s current blood glucose was 300mg/dl. Customer stated that customer was just woke up in the morning and started to vomiting. Customer felt a little better during the day but eventually started to vomit. Customer states that there is some damage which was very small like needle. The customer was treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing, reservoir and troubleshoot that are performed are passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.